Manufacturer narrative:
In the initial report it indicates "the patient's leads were explanted and replaced" however only one partial lead was removed and a new lead was added.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had lost stimulation. High impedance were found on all contacts. As a result, the patient's leads were explanted and replaced. During the surgery part of the lead was unable to be explanted and was left in place. Surgical intervention resolved the patient's issue and therapy has been restored.